Event description:
The customer reported to olympus that the gastrointestinal videoscope suction button did not come off. There was no patient harm associated with the event. The device was evaluated, and it was found that a foreign object came out of the forceps channel. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to the section cylinder being shaved. In addition to foreign object came out of the forceps channel due to insufficient cleaning, additional findings were as follows: due to deformation of the up/down knob, water tightness was lost; due to damage on switch 5, water tightness was lost; due to wear of angle wire, bending angle in up direction and the play of the up/down knob did not meet standard value; adhesive on bending section cover had a chip and crack; adhesive around light guide (lg) lens was peeled; and the control unit had discoloration. The following device components were scratched: up/down knob, forceps elevator (fe) knob, fe lever, switch 2; switch box, lg cover, scope connector cover, suction connector, protector of universal cord on suction connector side, universal cord, grip, scope cover, switch box, plastic distal end cover, right/eft knob, control unit, and connecting tube. The device was returned and evaluated, and foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there no was delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. There were abnormalities in the accessories used for reprocessing. The brush broke during cleaning. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a broken cleaning brush during reprocessing. Olympus will continue to monitor field performance for this device.